Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2016 with the following findings: a review of the black box data showed no evidence of unexplainable reboots. A visual inspection of the pump showed that the battery compartment was cracked and had stripped threads. The returned battery cap was unable to secure to the pump. The cap contact dimensions were found to be within specifications. An intermittent power issue occurred with the returned cap. A test cap was then used and was able to secure on to the pump. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. Reportedly, the battery cap was unable to tighten on to the pump and the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.